Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b: (mcw; dqx). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device for a left sfa occlusion. During the second pass, the device drew in the vessel wall and caused a perforation of the left sfa. The patient required placement of a covered stent to repair the perforation. The patients current condition is unknown.